Manufacturer narrative:
Lumenis investigated the reported adverse event. The foreign distributor provided patient information, patient photographs, device operator treatment settings, and the service records of the subject device. Lumenis requested medical reports from the emergency room and the patient's dermatologist, but were not provided. An examination of the subject device by a lumenis-trained technical specialist concluded the device operated to manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A lumenis medical director reviewed the reported event details, patient photographs, and patient treatment settings concluding the treatment settings were aggressive based on common medical practice, device training, and device labeling. The healthcare professional concluded that improper skin typing, no test patch reported, probable sun exposure, aggressive treatment settings and poor patient assessment to be the contributory causes of the reported event. A review of device labeling states: clinical guide: ipl skin treatments: there is a small chance of burns occurring on the skin. To reduce the possibility of burns from occurring, it is important to carefully follow all treatment instructions, and in particular to perform test patches. Always perform a test patch on the intended treatment area during the first treatment session. Contraindications - exposure to sun or artificial tanning during the 3-4 weeks prior to treatment. Device was evaluated by distributor.

Event description:
A foreign distributor reported that one (1) patient of a reported skin type ii, sustained second degree burns to the lower legs following hair removal treatment with a lumenis m22 laser, ipl handpiece. It was further reported the patient visited their local emergency room the same day due pain and sought medical advice from a dermatologist the day following the hair removal treatment. Additionally, the user facility reported the patient was tanning three weeks prior to treatment. The patient was reported to have been prescribed hydrocortisone cream.